Manufacturer narrative:
Methods: service was not dispatched for this event. Customer technical support assisted the customer troubleshoot the issue over the phone. (B)(4).

Event description:
A customer reported that the coulter act diff 2 hematology analyzer leaked approximately 2 ml of fluid from the probe. The leak was not contained within the instrument. The customer was wearing a lab coat and gloves at the time of the occurrence. Msds was not reviewed, but there is an exposure control or risk management plan in place at the facility. There was no report of injury or exposure, and medical attention was not sought. No erroneous patient results were generated in connection to the leak. Beckman coulter customer technical support (cts) had the customer remove the probe block from the probe assembly, clean any residue (buildup of reagents and blood) in the probe and reseat the probe block in the probe assembly. The customer performed this activity and the leak was resolved.